Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was defective. All other infusion device buttons continue to function as intended. Pt boluses 3-5 times per day and has used this infusion device since (B)(6) 2008. Down button pops up after it is pressed. Pt noticed the button was not responding when she attempted to bolus. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.